Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the last two infusion sets were damaged and the line was separated from the needle. The box was also damaged, and this had never happened before. The site location was patient's abdomen and the pump was in the pocket. The infusion had been in use for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Patient's recent blood glucose level was reported to be 21.9 mmol/l, which was corrected by using a pump. No further information available.